Manufacturer narrative:
Suspected root causes: graft / screw / tunnel not appropriately sized.

Event description:
It was reported that, "bone tendon bone replacement. The doctor fixed the proximal end of the graft into the femur using a 8x28mm biosteon interference screw. Using standard surgical procedure 8x28mm cap was used prior to inserting the screw. Inserted normally no problems. On the tibial distal end the doctor first used 7mm cap and began to insert biosteon screw and commented that it was too tight. Waited for 8mm cap from autoclave. The doctor then tapped the tibial notch with the 8x28 cap and inserted the screw. Inserter well over 1/2 way and surgeon commented that the screw had broken. He commented that the majority of the screw had seated well and that he would back up the fixation with a titanium pin and washer, which he did. The driver was visibly twisted like a cork screw after removing the screw. After the case rep approached doctor and asked what he thought, surgeon commented that "the pt had very, very dense tibial bone, most likely due to a previous revision."